Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider who reported that they were unsure of the cause for only being able to put in 35.5ml om the reservoir before there was resistance. Per the healthcare provider who reported that after withdrawal of all medication in pump 40ml was taken out, all was removed and med re-administered. The actions and interventions taken to resolve the issue was the patient had the pump re-interrogated and all med removed and refilled with 40ml. The device was currently working as expected and without error.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported they refilled the patient¿s pump today and were only able to put 35.5ml in the reservoir before there was resistance. The healthcare provider stated the patient reported in the past, increased spasticity when the reservoir reached 4ml. The procedure for unlocking the valve was reviewed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.